Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was thoroughly inspected and analyzed. The device had a no telemetry condition which was caused by a completely depleted battery. The depleted battery was the result of a high current condition that was caused by high energy electrical overstress damage. The damage was consistent with that seen from exposure to external energy, such as an external shock, higher than the device is specified to handle. The cause of the energy source was undetermined.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for an unknown reason. To date, no adverse patient effects have been associated with this device. The device was returned for reliability analysis.